Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2022 and suture was used. The suture broke during sewing. Changed another one to complete surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: event related to mw # 2210968-2022-03265, mw # 2210968-2022-03266. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.